Event description:
It was reported that pump experienced malfunction with malf 9 code and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump using provided instructions, did not experience recurrence of malfunction after reset, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.